Event description:
A facility representative reported following an intraocular lens (iol) implant procedure, the patient experienced poor near vision. The lens was explanted and replaced with another lens in a secondary procedure. The clinical reason for the explant was patient wanting improved near vision. There are two medical device reports associated with this report. This is 1 of 2. Additional information was requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).